Event description:
Caller reported that pump battery would not charge despite using a tandem charging cable and attempting various troubleshooting steps, including trying different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy, and tandem technical support arranged for a pump replacement while instructing the customer on storage mode and the return process for the malfunctioning pump.